Event description:
It is reported that the pt was revised due to collateral instability.

Manufacturer narrative:
Evaluation summary: it is unk how long the device was implanted, under what loads (activity level) it was put under, or how severe the collateral instability was before the revision. Without additional information, such as x-rays or surgical notes, the exact cause of the collateral instability cannot be conclusively determined at this time. Device history records indicate all components were manufactured, inspected and packaged to specification.